Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to oversensing and a change in morphology. The plan is to have the patient perform an exercise test and check for the most appropriate vector. At this time, the device remains in service. No adverse patient effects were reported.